Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy, procedure, the surgeon was sill able to squeeze the handle of the clip applier, but the jaws no longer closed. Clip(s) had also disengaged into the cavity of the patient but surgical intervention was required to retrieve them. They used another device to complete the case.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The instrument was received partially fired with one clip remaining. Visual inspection of the instrument noted that one of the jaw legs was out of position. The cam on the jaw leg was not aligned with the driver. Functionally, the jaw leg was reset by aligning the cam with the driver. The instrument was then applied to test media. The remaining clip loaded into the jaws, formed properly, released from the jaws and remained securely attached to test media. The interlock engaged after all clips were dispensed to prevent the jaws from approximating. A review of the device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality specifications. Replication of this condition may occur by moving the jaw legs upward and outward with respect to the other leg (when viewed looking straight into the barrel of the instrument), when the handle is at rest. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.